Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the traction bed was part of the reason. The patient has also stopped putting her cell phone in her pocket near the stimulator and no problems since. The patient was still going to the chiropractor and she was checking her device afterwards if not on, she will turn it back on. She was keeping it at 240. The patient weight was reported as 151 pounds. It was reported that the issue with interference was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor it was reported that when the patient goes to the chiropractor the ¿traction bed turns it off.¿ patient confirmed that the traction bed was turning off the ins. Patient had been turning the ins back on when that happened. Patient said that their stimulator started acting up when they picked up their smartphone. Patient clarified this stating that they can feel the stimulator ¿tingling.¿ patient said that happened when the phone was in their right pocket, but it ¿settles down¿ when they move the phone to the left pocket. It was reviewed that this was unexpected. There were no further complications reported.